Event description:
A malfunction code on the pump was reported, and despite the reset attempt, the issue persisted. There was no reported adverse impact on the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to maintain insulin delivery.